Event description:
It was reported that an ilet user experienced prolonged hyperglycemia while using a teflon 6 mm infusion set, with out-of-range glucose for approximately eight hours and a highest reported value of 272 mg/dl; the user changed the infusion set and tubing as instructed, observed no cannula defects, resumed insulin delivery, and was advised to monitor and call back if glucose did not normalize, with the event attributed to a suspected poor infusion site or reduced absorption. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no backup therapy, no ketone testing, and no medical intervention beyond troubleshooting and education. Investigation included user interview, review of use conditions, and troubleshooting focused on infusion site function and delivery pathway. Investigation of this case revealed no device alarms or malfunctions observed, no visible cannula defect, and a likely site-related delivery or absorption issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.